Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged from 127 mg/dl to more than 400 mg/dl. Customer delivered a correction bolus to address elevated bg. Customer declined system check with tandem system support due to lack of insulin for the pump. Customer changed supplies to address previous occlusions, and had reverted to manual insulin injection therapy.